Event description:
The customer indicated they needed a technician to come to the hospital to check their cusa 200, the same as when a technician came in june 2002 to test it. The technician was unaware of an incident when they tested the cusa in june. The hospital indicated that in 2002 a cranial tumor was being performed when the cusa stopped suctioning. They contacted an area hospital and while waiting for another cusa to be delivered, the patient suffered a stroke. No further details regarding the outcome of the stroke were provided.